Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a flutter ablation. The wand was removed then returned to the pacemaker. Once returned, right atrial lead impedance measurements were high, sensing drastically changed, and device was indicating eri with a date of (B)(6) 2013. Battery data was measured and the remaining capacity to eri was 81%, lead measurements were normal and consistent with old results. Device was programmed to aair for ablation. On (B)(6) 2018, patient presented in clinic and the device was only capable of inductive telemetry. Device interrogation stated that battery was at eri. Programming changes were mad and high speed telemetry was working correctly. Patient remained stable.